Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and associated hardware and software. System operates as intended.

Event description:
Customer reported an intermittent communication error. No pt injury was reported.